Event description:
According to the user, various error messages during operation (9907.5509,...) And stop ventilation -> ambient mode. Patient was bagged and another ventilator was organized (patient showed deterioration of condition) when we switch on the device, immediate alarm sound (intermitting) when starting up - > device does not start standby directly in ventilation image (see figure 1) with continuous alarm sound -> standby button must be pressed to enter service mode -> continuous alarm sound while reading log files! Tfs 9907,5509,2414 are visible in the event log. Regarding 5509 -> in tsw point 12: no flow measurable, device itself also shows zero flow. Ip and vu both have 02.80 as sw.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective servo module (inspiratory valve). In consequence (correction) msp hamilton-g5 inspiration valve with part number 10082605 was replaced. In this event a patient was involved. Due to the hamilton-g5 ventilator alerting medical staff to the situation, the patient's state did deteriorate in the short-run, but stabilized once the ventilation has been resumed with another ventilator. The hospital confirmed that the patient was in end-of-life care.